Event description:
The head trial stuck to the novation stem implant and would not come off without destroying the trial device and cracking the calcar of the femur.

Manufacturer narrative:
A review of the mfg device history record indicates the device was MFR to specification. Engineering analysis is ongoing.